Event description:
A pt was reported to have a large orbital mass of the eye (previously) surgically repaired for a detachment in 1986. It was found that explant used in the 1986 surgical procedure had disintegrated causing the swelling. Pt had corrective surgery via aspiration to remove most of this implant. Report was via letter from m.d. Performing latest procedure, original m.d. Who performed the detachment surgery was not identified.